Event description:
Loss of integration reported. It was reported that the implant at tooth site #15 lost integration and was removed.

Event description:
Loss of integration reported. It was reported that the implant at tooth site #15 lost integration and was removed.